Manufacturer narrative:
The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a raypex 5 apex locator provided incorrect measurements; no injury resulted.

Manufacturer narrative:
Evaluation found a battery defect, a file clip defect (wire broken), the measurement socket was knocked out and a housing defect (glued screen separated).